Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 16271487-2017-000526. The patient is implanted with two leads (model 3146) from the same lot. T was reported the patient was not receiving effective stimulation thus the patient underwent surgical intervention on (B)(6) 201 where the thoracic leads were removed and replaced with cervical leads. The patient is receiving effective stimulation and the issue has been resolved.